Event description:
The initial reporter stated they have been getting inconsistent results for an unspecified number of patient samples tested with the elecsys ft4 iii assay on a cobas e 411 immunoassay analyzer. The customer states that patient sample run in the morning do not have the same results if repeated in the evening. Results would be further inconsistent if repeating samples the next day. The issue occurs after successful calibration and when re-calibrating with new calibration materials. Data was provided for one patient sample with discrepant ft4 results. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ft4 value of 0.500 pmol/l and when repeated, it resulted in a value of 14.31 pmol/l. The ft4 reagent lot number was 593219. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer determined the probe was out of adjustment and was not aspirating sample or being washed correctly. The probe was adjusted. Precision studies were performed and the results were good. The investigation determined the service actions resolved the issue.